Event description:
A facility reviewed the echography on this patient and noted a 42mm mean gradient which they believed to be distinctly abnormal for this prosthesis. It was felt that the patient's hypotension, chest pain and shortness of breath were due to the stenosed bioprosthesis and the increased cardiac filling pressures.